Event description:
It was reported the patient saw code 8286 (empty reservoir) on her personal therapy manager (ptm) and experienced increased pain. The patient had not heard an audible alarm from her pump and did not remember when the last refill occurred. The type of medication being delivered via the device system was dilaudid. Additional information has been requested regarding the outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n362640, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).